Event description:
It was reported that a cdh29 was used during a low anterior resection. It was reported by the affiliate that the ancillary trocar was placed in proximal bowel. Purse string suture was then closed and surgeon proceeded to bring the ancillary trocar in anvil head through purse string suture. As he did so using kelly clamp, the plastic ancillary trocar cracked, leaving some of the plastic in anvil head. Anvil head was removed and another cdh29 was used to complete the case. There was no consequence to the pt.